Event description:
It was reported intermittently the 9800 sys had no fluoro. There was no report of pt injury.

Manufacturer narrative:
The customer does not request svc at this time. If add'l info is rec'd it will be reported as required.